Event description:
A (B)(6) female pt's nurse contacted zoll customer support to report constant alarms. When a pt service rep (psr) visited the pt to troubleshoot, the psr reported a damaged cable. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms/ damaged cable) has been confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.